Event description:
It was reported that a patient underwent a lower segment cesarean section on (B)(6) 2014 and suture was used. The patient developed a wound infection five days after surgery. The patient complained of redness and swelling at the site of the wound and on clinical inspection the wound was slightly tender and with mild swelling and redness. There were no systemic manifestations. Ultrasound revealed the presence of subcutaneous collection of 15 ml. The fluid was aspirated under ultrasound guidance. The fluid was hemorrhagic and immediate relief was noted by the patient upon aspiration. The material aspirated was sent for culture and ceftriaxone injection 1gm daily for 5 days was initiated. The wound condition improved after few days with no recollection and without wound rupture. The culture was negative after 5 days. Two weeks after the surgery the patient was free of infection with no residual wound changes and sound healing of the scar with good cosmetic result. The surgeon opines that the wound infection is not related to the suture material. The local subcutaneous infection was related to the small local hematoma in the subcutaneous space with secondary infection.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.